Manufacturer narrative:
Additional lot number: a9an7m. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the surgeon used the first device and the shears did not work by activating the hand control. The surgeon carried out the device test by activating the pedal and the device worked. The surgeon decided to use a new device and experienced exactly the same problem. The surgeon had to finish the case by activating the device from the pedal, because the hand control did not work. No adverse patient consequences.